Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope was perforated at the upper distal end. There no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found a pinhole on the bending section cover (a-rubber) in addition, the following reportable malfunctions were identified during the device evaluation: server plug-in (z-block) had foreign objects. A root cause could not be identified. Based on the results of the investigation, cause of foreign object not established. The most probable cause of pinhole on the bending section is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.